Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were in the 30's mg/dl, in the 40's mg/dl, and below 40 mg/dl. The meter bg readings were 289 mg/dl, 288 mg/dl, 272 mg/dl, 296 mg/dl, and 319 mg/dl. Reportedly, the customer could not match the cgm bg readings to the meter bg readings. Reportedly, another cgm bg reading was 48 mg/dl, and the meter bg reading was 317 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.